Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited failure to capture and failure to sense. The lead was not used and replaced during the procedure. There were no patient consequences reported.